Manufacturer narrative:
A ge field engineer has investigated the site and found a "copper silver-like" debris on the tube's primary filter. The debris was removed and the filter cleaned. A search of the complaint database revealed no previous incidents related to this issue. Section a: attempts to obtain patient information were unsuccessful.

Event description:
It was reported that a band artifact was on a patient's image. The artifact was initially misdiagnosed as a liver bleed. On the next patient's scan, the artifact was recognized as suspect. The initial patient's scheduled procedure was cancelled. No injury was reported. The concern is for continual misdiagnosis.